Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received a potential inappropriate shock due to oversensing of noise. The patient was referred back to their clinic and no changes have been made to the system. The s-ICD remains in service and there were no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.